Event description:
The flush device is sticking thus showing increase pressure during cardiac cases. The volume of leaking fluid could not be given because of variable that male volume unknown, when valve is depressed the pressure value form is inaccurate and identified leak is cause of incorrect wave form. This is identified mostly at prep.

Manufacturer narrative:
Verified product experience from returned sample. Visual examination of the returned sample showed presence of sink mark between the stopper and wall of housing in the returned sample. This "gap" may have increase the flow rate of the product. A review of manufacturing process shows that all components go through incoming sampling inspection to check for any damaged components or other defects affecting fir, form or function. After assembly, products undergo 100 percent visual inspection and flow rate test during manufacturing and sampling outgoing inspection to check for any damage and leakage. Complaint database review indicates this issue is of low occurrence, therefore, no further corrective action will be taken at this time.